Event description:
It was reported that after the recanalization catheter had been activated for less than five minutes in the posterior tibial artery, the metal tip of the catheter detached during retraction from the vessel. The detached tip was unable to be retrieved. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The catheter was returned with the distal tip missing. The outer catheter remained intact. At the distal tip of the device, the marker band was present and the guide wire lumen protruded from the outer catheter. A segment of the core wire broke off with the distal tip and was not returned. This indicates that the core wire broke along the length of the wire and not at the tip weld. The distal end of the outer catheter was cut in order to examine the distal end of the core wire break. The break appeared clean as no rough surfaces were identified. Based on these results, the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. It is unknown whether patient and/or procedural issues contributed to the event. Based on the available information, the definitive root cause for this event could not be determined.